Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents reported from this lot. Based on the information reviewed, reported difficult to remove from anatomy resulting in tissue injury appear to be due to a combination of poor imaging and reported challenging patient anatomy. Reported mr was a cascading event of reported tissue injury. The reported death was due to multiple organ failure. However, the reported patient effect of tissue damage and mr are listed in the mitraclip instructions for use (IFU) as known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The patient remained hospitalized post procedure and expired on 9/14/2021 due to multiple organ failure. Per the physician, the prolonged hospitalization and death were not related to the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip causing damage to the chord requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the rotated heart. The clip delivery system (cds) was advanced and the leaflets grasped however the mean pressure gradient increased to 11mmhg. The leaflets were ungrasped and the clip placed more lateral however when exiting the left ventricle (lv), the clip interacted with a chord and it ruptured causing a large medial jet. The clip was repositioned and the flail was grasped and the clip deployed on both leaflets. An attempt was made to place a second clip laterally but the gradient spiked to 13-15mmhg so the clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.